Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), pregnancy with contraceptive device ('pregnancy (with complications)') and pre-eclampsia ('preeclampsia') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth) on (B)(6) 2013, multigravida, multiparous, depression, galactorrhea, shoulder pain, painful l arm, chest pain, numbness, abdominal pain, abrasion, contusion, bug bite, cellulitis, amenorrhea, dysfunctional uterine bleeding, tv trichomonas vaginalis, headache, elevated bp, anxiety, tenderness, gallstones, cesarean section, cholelithiasis, edema, urinary tract infection, asthma, endometriosis and uterine fibroids. Concomitant products included ethinylestradiol; norgestimate (sprintec) since (B)(6) 2014 for bleeding intermenstrual, levonorgestrel (mirena) from (B)(6) 2007 to (B)(6) 2012 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as clonazepam, escitalopram oxalate (lexapro), hydroxyzine hydrochloride and ibuprofen since 2007. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pre-eclampsia (seriousness criterion medically significant). The patient was treated with surgery (c-section and robotic assisted vaginal hysterectomy, bilateral salpingo oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the pregnancy with contraceptive device, pre-eclampsia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2019. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that regarding essure confirmation test. Patient also had another pregnancy episode in (B)(6) 2013 which was captured under case (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on an unknown date: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-aug-2019: pfs received : reporter and patient demographics, medical history, concomitant drugs were added. Events added - pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), preeclampsia. Updated event physical pain/ pain (previously reported as physical pain) updated to incident category, outcome were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pain pelvic'), pregnancy with contraceptive device ('pregnancy (with complications)'), pre-eclampsia ('preeclampsia') and genital haemorrhage ('gen. Abnormal. Bleed') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth) on (B)(6) 2013, multigravida, multiparous, depression, galactorrhea, shoulder pain, painful l arm, chest pain, numbness, abdominal pain, skin abrasion, bone contusion, bug bite, cellulitis, amenorrhea, dysfunctional uterine bleeding, tv trichomonas vaginalis, headache, elevated bp, anxiety, tenderness, gallstones, cesarean section, cholelithiasis, edema, urinary tract infection, asthma, endometriosis and uterine fibroids. Concomitant products included ethinylestradiol;norgestimate (sprintec) since (B)(6) 2014 for bleeding intermenstrual, levonorgestrel (mirena) from (B)(6) 2007 to (B)(6) 2012 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2014 for contraception as well as clonazepam, escitalopram oxalate (lexapro), hydroxyzine hydrochloride and ibuprofen since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury related to essure") and anxiety ("mental anguish/psych injury related to essure"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pre-eclampsia (seriousness criterion medically significant), 10 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (c-section and robotic assisted vaginal hysterectomy, bilateral salpingo oopherectomy). Essure (ess205) was removed on (B)(6) . At the time of the report, the pelvic pain, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain, genital haemorrhage and urinary tract infection had resolved, the pregnancy with contraceptive device, pre-eclampsia, dysmenorrhoea and anxiety outcome was unknown and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2019. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that regarding essure confirmation test. Patient also had another pregnancy episode in (B)(6) 2013 which was captured under case (B)(4). Discrepancy noted that essure removal date (B)(6) 2017. Received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, psych injury related to essure, bladder/urinary problems: uti. Discrepancy noted that regarding live-birth: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on an unknown date: pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. Event outcome of vaginal haemorrhage was updated as recovered/resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/pain pelvic'), pregnancy with contraceptive device ('pregnancy (with complications)'), pre-eclampsia ('preeclampsia') and genital haemorrhage ('gen. Abnormal. Bleed') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device (live birth) on (B)(6) 2013, multigravida, multiparous, depression, galactorrhea, shoulder pain, painful l arm, chest pain, numbness, abdominal pain, skin abrasion, bone contusion, bug bite, cellulitis, amenorrhea, dysfunctional uterine bleeding, tv trichomonas vaginalis, headache, elevated bp, anxiety, tenderness, gallstones, cesarean section, cholelithiasis, edema, urinary tract infection, asthma, endometriosis and uterine fibroids. Concomitant products included ethinylestradiol;norgestimate (sprintec) since august 2014 for bleeding intermenstrual, levonorgestrel (mirena) from february 2007 to november 2012 and medroxyprogesterone acetate (depo-provera) from may 2013 to may 2014 for contraception as well as clonazepam, escitalopram oxalate (lexapro), hydroxyzine hydrochloride and ibuprofen since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding),"), depression ("psychological or psychiatric problems condition: depression/psych injury related to essure") and anxiety ("mental anguish/psych injury related to essure"). On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced pre-eclampsia (seriousness criterion medically significant), 10 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (c-section and robotic assisted vaginal hysterectomy, bilateral salpingo oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, abdominal pain, genital haemorrhage and urinary tract infection had resolved, the pregnancy with contraceptive device, pre-eclampsia, dysmenorrhoea, vaginal haemorrhage and anxiety outcome was unknown and the depression had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 10. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2019. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2017. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted that regarding essure confirmation test. Patient also had another pregnancy episode in (B)(6) 2013 which was captured under case (B)(4). Discrepancy noted that essure removal date (B)(6) 2017. Received treatment for pain pelvic/abdominal, dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, psych injury related to essure, bladder/urinary problems: uti, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on an unknown date: pregnancy.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received - new events abdominal pain, gen. Abnormal. Bleed, bladder/urinary problems: uti were added, outcome of pelvic pain and dyspareunia (painful sexual intercourse) was updated from recovering to recovered, outcome of menorrhagia (heavy menstrual bleeding) updated from unknown to recovered. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.